Event description:
A surgeon reported noting glistening in an intraocular lens (iol) one month following iol implant surgery. There has been no reported impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause cannot be determined from the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).